Event description:
It was reported that the right ventricular lead was undersensing. It was further reported there were lead impedance issues and alerts. The lead was removed. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was undersensing. It was further reported there were lead impedance issues and alerts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. The distal and defibrillation conductors were distorted. The inner and outer tubing was kinked. The outer tubing was melted at various locations throughout the lead. These observations are due to apparent explant procedure. The out tubing has cosmetic and breaches due to environmental stress cracks at various locations throughout the lead. The are cosmetic depression near the connector. There was blood/body fluid on the tubing and in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. The sprint fidelis lead model is included in a field advisory.